Event description:
The surgeon was performing a posterior spinal fusion. When he removed his gloves at the end of the case, his hands were covered in blood. The surgeon had not been poked and he had not touched the bovie while in use. The gloves didn't have any visible tears, or openings. Upon examining his hands it was noted that he had no scratches, abrasions, or puncture wounds.